Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had several no delivery alarms. The customer also reported their batteries were not lasting longer than two weeks. Customer also reported experiencing a high blood glucose of 300 mg/dl. The customer was unable to troubleshoot at the time of the call. Customer will not be returning their insulin pump for analysis.